Event description:
The parent reported that the patient wore the pod for about 30 hours and experienced a painful site reaction. Due to discomfort and irritation at the pod site, they sought medical attention by going to urgent care. The visit was brief, and the patient was discharged on the same day. The diagnosis was a localized skin reaction and treatment included antibiotics. The patient successfully resumed treatment after the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.